Manufacturer narrative:
Concomitant medical products: dtmb1d4, crt-d, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead alert due to oversensing and noise on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.